Manufacturer narrative:
Date sent: 9/9/2009. H6: balloon cut in two distinct parts. Evaluation summary: the following components were returned for analysis: the band/balloon without catheter connection. The catheter connection with 6cm of the catheter. The injection port with locking connector and tubing strain relief and 15 cm of catheter. Per visual inspection, it was observed that the catheter connection was torn from the balloon. The band/balloon was cut in two distinct parts. A blue color (contrast media) was present inside of the balloon and the catheter. On the injection port, it was observed that the locking connector was not fully locked and that the actuator ring was returned in unlocked position. About 9 punctures were observed on the septum, and blue color was also observed inside of the injection port. In result of the visual inspection, the leak test was not performed on the balloon. A leak test was performed on the injection port with a successful result. No leakage was found. An injection test was performed on the injection port with a successful result. No blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted correctly. The complaint cannot be confirmed since the product's analysis cannot confirm the event description. Infection and kink in the catheter are recognized adverse events associated with gastric banding and the realize band. The packaging lot number was not returned for analysis. Therefore, device history review was not performed.

Event description:
It was reported post op, a lap gastric band procedure during a port revision surgery, the surgeon was performing the port exchange after they filled the tubing, it would not aspirate the fluid due to a kink in the band. They then used another band and were able to complete the procedure. There was no impact to the pt.